Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible observe barrel damaged, which caused the aspiration difficult during the syringe usage. The potential cause for the occurrence is a jam on assembly machine system, which caused the barrel damage. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the bd solomed¿ syringe was found with a hole in the syringe during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe was found with a hole in the syringe during use.